Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed system unable to boot. During troubleshooting, fse identified that during startup, the control-room monitor displayed no operating system, while the live monitor only showed the countdown timer. Further investigation revealed that the single board computer was damaged. No further information regarding the issue has been provided by the customer. No part replacement has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. No harm to the patient or user was reported. Philips has started an investigation of this complaint.